Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "system error 345" was reproduced. A review of the event history log (ehl) revealed "system error 345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor showed an out of specification temperature reading. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.